Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). Customer has indicated product is in the process of being returned to zimmer biomet for investigation. The investigation is in process. When the investigation is complete, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient was revised due to pain and tibial loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g4; g7; h1; h2; h3; h6. Visual examination of the returned product identified minor nicks and gouges on the device indicative of being implanted. A small amount of bone cement was present on the backside of the part. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available radiographs identified abnormal radiolucencies along the margins of the tibial component, which may be associated with clinical loosening. The x-ray review confirms the reported issue of loosening. Per the persona knee system package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.